Event description:
It was reported the patient presented in clinic for follow up. During interrogation, it was discovered the right ventricular lead exhibited noise that was being oversensed. The right ventricular lead was replaced. The patient was in stable condition.

Event description:
New information noted the lead was explanted when the patient deceased.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. The connector portion of the lead was returned in one piece for analysis. Electrical, visual, and x-ray analyses were normal with no anomalies found.